Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the unit's batteries. The unit passed all functional and safety tests.

Event description:
N/a.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was needed for transport, but the battery life was insufficient, it was deteriorating rapidly. Customer used their other pump for the transport. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) was needed for transport, but the battery life was insufficient, it was deteriorating rapidly. Customer used their other pump for the transport. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.